Manufacturer narrative:
Our field service technician investigated the ventilator device on site. It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced a similar technical error for the turbine module as described in the customer issue. An evaluation of the received device logs could also confirm the event. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm. A technical error indicating timing issues with the turbine control was detected in the device logs. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure while it was connected to a patient. There was no patient harm. Manufaturer's ref. #: (B)(4).